Event description:
It was reported during a posterior fixation, while tapping before inserting the xia screws, the taps 4.5 and 5.5 (modular) broke. The tap tips remained in the pedicles and a little in the body. It was not possible to remove the tips out of the bone and therefore, the surgeon had to leave the tip of both taps in the pt. The or nurse stated that the pt was treated for a prostate carcinoma secondary tumor and that this clarifies that the bone structure was very sclerotic. According to the surgeon that was the reason why the taps broke, by using too much force.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.